Event description:
Boston scientific received information that during a follow-up appointment a manual threshold test was performed resulting in a threshold measurement of 0.8mv. An automatic threshold test was also performed and the test did not observe loss of capture. The user had to manually cancel the test at 0.3mv. The output increased to 0.8mv, but this was not sufficient to capture the heart. More than two seconds of asystole were noted. The outputs were increased to ensure capture. It was noted this patient was pacemaker dependent. Implant: (B)(6) 2009. Explant: remains implanted/in use.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.